Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) underwent a non-device related procedure. During the procedure, the patient went into ventricular fibrillation (vf) and external defibrillation was required because the ICD did not intervene. It was also noted that the ICD displayed an error message, although the exact message has not yet been reported. As such, the physician has decided to replace the device within a week. No additional adverse patient effects were reported. Additional information: this device was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) underwent a non-device related procedure. During the procedure, the patient went into ventricular fibrillation (vf) and external defibrillation was required because the ICD did not intervene. It was also noted that the ICD displayed an error message, although the exact message has not yet been reported. As such, the physician has decided to replace the device within a week. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) underwent a non-device related procedure. During the procedure, the patient went into ventricular fibrillation (vf) and external defibrillation was required because the ICD did not intervene. It was also noted that the ICD displayed an error message, although the exact message has not yet been reported. As such, the physician has decided to replace the device within a week. No additional adverse patient effects were reported. Additional information: this device was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. It was noted that the medical staff confirmed during the abovementioned non-device related procedure, an external shock was administered prematurely, and a plate was erroneously positioned directly on the implanted device. Additional information: this product was returned, and analysis was completed. This report is updated with the product investigation results.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the ICD was performed. Visual inspection of the device case and header revealed no abnormalities. Device interrogation using the latitude programmer noted the device reached battery capacity depleted on (B)(6) 2025. The latitude programmer also noted the last capacitor reform occurred on (B)(6) 2025 with a charge time of 45.0 seconds. Memory review noted end of life (eol) was tripped due to long charge times on (B)(6) 2025. This was while the device was implanted. Further review of memory noted several other faults occurred (B)(6) 2025. The device was imaged using an x-ray machine. No damage was visible on the high voltage (hv) fuse. The latitude programmer was used to command a manual capacitor reform. The result was 45.0 seconds. The ICD case was then cut open to facility further inspection. The battery voltage measurements were noted to be 3.079 volts (v). The battery and hv capacitors were removed from the electronics assembly, and an external 3v power source was connected, which measured a normal current drain. The device header was removed from the electronics assembly, and the hv capacitors were reconnected. While on external power, the latitude programmer was used to command a manual capacitor reform. The result was 45.0 seconds. The hv capacitors were replaced with capacitors from a device that was known to be functional. Standard firmware and the device information was loaded on to the hybrid. A manual capacitor reform was performed with a result of 45.0 seconds. The measurement of various internal component was noted to be within range. It was concluded that the hybrid electronics were damaged by the external shock noted by the field (see the incident description for further details), leading to the failure to perform a high voltage charge. The "cause traced to environment" investigation conclusion code was selected based on analysis of the returned product and field description information which indicated evidence of long charge times.